Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that post-operatively, the right ventricular (rv) lead became dislodged while the patient was moving from a chair to the bed. After the rv lead became dislodged, it exhibited intermittent capture and unstable thresholds. During the lead revision, the physician had difficulty placing the lead and was not satisfied with the lead slack. The physician was unable to obtain better slack and opted to remove and replace the rv lead with a longer lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.